Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 182 mg/dl. The customer was assisted with troubleshooting. The customer stated that they received had hardware low level failures alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly. Device was received with cracked select button keypad overlay and peeling keypad overlay.